Manufacturer narrative:
On may 17, 2019 customer alleged the insulin pump having keypad/ button unresponsive, cracked case. Device had unresponsive act buttons due to unlocked lcd keypad connector. Unable to perform self-test, and displacement test due to unresponsive button. Reconnected lcd keypad connector. Insulin pump history download using thds was successful. However, there is no data available on the history file on event date may 17, 2019 . Unable to perform data analysis for unresponsive button complaint. Insulin pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Device had cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label. The test reservoir locked in place properly and no anomaly noted. In conclusion, unresponsive act button due to unlocked lcd keypad connector confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump act key was not sensitive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.